Event description:
Distributor sent an email indicating that a customer was receiving false negative hcg results. No details or patient information was provided. Technical service tech requested further information from distributor; none was provided.

Manufacturer narrative:
Customer did not provide lot number. Hcg levels close to cut off may produce negative results. Unable to perform further investigation due to insufficient event details. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.